Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the large stone was in the basket and it broke. A section of the device did not remain inside the patient¿s body as they were able to retrieve the basket. There were no adverse effects reported due to the event and no report of an additional procedure. A new product was used.